Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) defib conductor fractured; full lead analyzed.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. A lawsuit further alleged that the lead was fractured and defective. No patient complications have been reported as a result of this event.